Event description:
It was reported that the patient experienced burning sensation when sleeping. It was also noted that the patient experienced inadequate stimulation. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6) /(B)(6) . Batch: 7074976/7075058.